Event description:
The pt reportedly developed inflammation and redness near the implant site that led to revision surgery in 2004. At that time, granulated tissue reportedly was excised. Reportedly, no bacterial or fungal "contamination" was found. Sometime after this surgery, the inflammation returned that led to severe edema. The pt's cii device was explanted.